Event description:
It was reported the camera head experienced cable broken. The issue was found during set up before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was returned for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a mechanical problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.